Event description:
It was reported that the customer had high blood glucose levels of 127 mg/dl. The customer reported that the insulin pump has no power even though a new battery has been inserted. The customer also reported that the new battery would only last for a day on the insulin pump. The customer also reported an off no power alert form the insulin pump. The customer further reported that there was no low battery alert prior to the off no power alert on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the healthcare provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap contact. The insulin pump had a low battery alarm and an off no power alarm after a battery cap was inserted, due to a corroded battery tube. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.